Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.